Manufacturer narrative:
The pump was received with a blank display due to battery tube connector not plugged in properly. Unable to verify low reservoir alarm anomaly, battery out limit alarm, low battery alarm due to blank display. The pump also had a cracked case at the display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported that the insulin pump returned a battery out limit and low pressure alarms. Customer reported receiving a low battery alarm, but was unable to change the battery and received a battery out limit followed by a blank display. Customer reported that this happened on several occasions. Customer also reported that the insulin pump was cracked on the upper, right corner of the display. Customer stated that the insulin pump may have been dropped. Blood glucose level was 84 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).